Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple slight abrasion marks along the lead body. However the insulation was intact. Furthermore the shock coil was found deformed which most likely resulted from the explant procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is not available for analysis at present. A conclusion about the clinical observation is not possible at this time. We do not have any additional data nor do we expect to receive any additional data. Nevertheless, if we should receive additional information in the future, the incident will be reopened and the investigation will be continued.

Event description:
Sudden increases in shock impedance had been reported since implantation, which was approximately 5 weeks ago. A connection problem in the header area is suspected. A revision procedure was performed, but this suspicion could not be confirmed during the procedure. The lead was replaced. No worsening of the patient's health was reported.